Manufacturer narrative:
510k: this report is for an unknown tfna nail unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on an unknown date, the patient underwent revision surgery due to the trochanteric fixation nail-advanced (tfna) blade migrated medially out of the proximal end of the tfna nail. The tfna nail and tfna blade were removed from the pelvis easily. There was no delay reported. The patient and surgical outcome are unknown. This report is for (1) unk - nails: tfna. This is report 2 of 2 for (B)(6).